Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).

Manufacturer narrative:
We checked the returned unit and confirmed that the foggy image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the air nozzle clogged, the objective lens unit scratched, the angulation-up improper adjustment, the operation channel resistance, and the angulation-up angulation decrease; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.